Event description:
Boston scientific received information that during the elective procedure to replace this patient's device, the associated right atrial (ra) lead and this right ventricular (rv) lead could not be removed from the device header due to stuck setscrews. Multiple efforts were performed to remove the leads from the header but they were unsuccessful. The system remains implanted and a second attempt to revise this system will be performed in the near future. No adverse patient effects were reported.

Event description:
--

Event description:
--

Manufacturer narrative:
Additional information was received confirming the lead had been exhibiting pacing impedance measurements greater than 2000 ohms and some functional undersensing. The lead was subsequently removed from service and replaced. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
The lead was subsequently returned for testing and this product issue will be updated when evaluation is complete.

Manufacturer narrative:
No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the returned proximal segment was performed. Visual inspection noted a small nick in the front seal of is-1 which appears recent and was most likely caused during removal of the lead from the device header. All other seals on the terminal connectors are in good condition with no signs of damage or defect. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the returned segment. Laboratory analysis was unable to confirm the reported clinical observations. This product issue will be updated if additional information is received.